Event description:
The manufacturer received information alleging a bipap s/t c series stopped working. The patient was hospitalized and then later discharged to hospice care. The device was returned to the manufacturer for evaluation. The device had evidence of liquid ingress and contamination internally. Error codes were observed in the device's event error log which are consistent with water ingress to the device. Product labeling states,"if you notice any unexplained changes in the performance of the device, if it is making unusual sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is cracked or broken, disconnect the power cord and discontinue use. Contact your home care provider. The device was tested and found to alarm to design specifications. The bipap s/t device is intended to provide non-invasive ventilatory support to treat adult patients weighing over 66 lbs (30 kg) and pediatric patients 7 years or older and weighing over 40 lbs (18 kg) with obstructive sleep apnea (osa) and respiratory insufficiency. This device is not intended for life support. The device provides positive pressure ventilation and is indicated for assisted ventilation. The manufacturer concludes although the ventilator inoperative condition was confirmed in the error log, the manufacturer is unable to duplicate the customer's complaint of the device stopped working. The device is not life support and the device would alarm to alert the user of an event.